Manufacturer narrative:
The device was discarded and will not be sent in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the single use air/water suction & biopsy valve kit did not have enough suction. As a result, the valve broke after an attempt to remove it. The valve was removed from the patient as well as removed in the cleaning room. The procedure was finished with a similar scope with no more than10-mintute delay. There was no patient harm or user injury reported due to the event.